Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion of temsirolimus, fluid leaked on the outside of the tubing and on to the floor while connected to a patient. The tubing appeared to have small holes along the tubing where approximately 1-2 ml of fluid leaked out. The was no patient harm.

Manufacturer narrative:
The customer¿s report that fluid leaked on the outside of the tubing was not confirmed. No small holes along the tubing were observed during visual inspection. Functional and pressure testing was performed with no leaking or other issues noted. The root cause of the report that fluid leaked on the outside of the tubing was not identified.